Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had a sensing issue and had never been able to store data. It was noted that the device labeled any patient activated episodes as ¿data invalid.¿ the icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed that the symptom episodes #3-4 detailed episode data was not stored and for episodes #5-8 was invalid. The current electrocardiogram printout showed a stair-step or rising baseline appearance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.